Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of inappropriate shocks. Boston scientific technical services (ts) discussed programming options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.